Event description:
The micro sagittal saw was sent in for service and it ran on its own w/o activation during a procedure. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. Corroded motors may result in magnetic leakage, which can activate the hall sensor causing it to tell the device to run.